Event description:
This is being filed to report the required intervention and hospitalization. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021, to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 1-2. On (B)(6) 2022 the patient returned and it was noted the clip had detached from the posterior leaflet (single leaflet device attachment (slda)) and the mr increase to 4. Treatment will be performed at a later date. No additional information was provided. Subsequent to the initially filed medwatch report, additional information was received. The patient underwent a second procedure on (B)(6) 2022. Two clips were implanted, reducing mr from 4+ to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the unexpected medical intervention and hospitalization were a result of case-specific circumstances as the patient underwent an additional mitraclip procedure. There is no indication of a product issue with respect to manufacture, design or labeling.